Event description:
It was reported that prior to starting a da vinci surgical procedure, it was found that the fenestrated bipolar forceps instrument tips were not aligned. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip is bent, causing side to side misalignment of the grips. There is a .080 inch offset at the tips. The bent grip is slightly twisted, suggesting overloading or misuse occurred. Engineering also observed the distal end of the main tube has a 1 inch long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damages were most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.